Event description:
It was reported that pump displayed repeated malfunction code 12 with associated fault ID and customer had experienced at least three occurrences of same issue on same pump, with no notable events occurring prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode before return using prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.